Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 1 device was received. 7 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 1 device: no device problem found / part/component/sub-assembly term not applicable. 7 devices: results pending completion of investigation / part/component/sub-assembly.term not applicable product disposition: 1 device: serviced and put back into stryker stock. 7 devices: product disposition is not yet determined. Additional information: 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) ¿ (B)(6) 2025. This report summarizes 8 events for the failure: incorrect measurement. 8 events had no health consequences or impact.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 0008010177-2026-99004. Supplemental rationale. Corrected data: b5, h6, h11. 8 previously reported events were included in this follow-up record. Product return status. 8 devices were received. Evaluation findings (results/components). 8 devices: no device problem found / part/component/sub-assembly term not applicable product disposition. 8 devices: serviced and put back into stryker stock.